Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 11 and 12cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "while flushing the line and preparing to administer meds, a leak was noted at the insertion site. It was possible to draw blood back. PICC line removed and leak from a crack noted at 11cm. Line inserted (B)(6) 2024, l) basilic, measure 7cm at skin, skin to hub 17cm. Secured with securacath, chg transparent dressing and glue." No other information was provided.

Event description:
It was reported, "while flushing the line and preparing to administer meds, a leak was noted at the insertion site. It was possible to draw blood back. PICC line removed and leak from a crack noted at 11cm. Line inserted 22/1/24, l) basilic, measure 7cm at skin, skin to hub 17cm. Secured with securacath, chg transparent dressing and glue." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.